Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were stuck in rewind complete and bolus delivery loop with act button. The customer reported that the act button would let them do anything during rewind complete and bolus delivery loop. The customer's blood glucose was 178 mg/dl at the time of incident. The insulin pump will not be returned for analysis.